Event description:
On (B)(6) 2025, the user reported that the connector detached from the cartridge after changing the infusion set. A beta bionics agent assisted with a full supply change, ensuring the tubing was properly tightened. Blood glucose (bg) readings were 337 mg/dl and 312 mg/dl. Follow-up confirmed bg returned to range without medical intervention or hospitalization.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.